Manufacturer narrative:
Exemption number e2015012. B.braun medical inc (importer) is submitting this report on behalf of b.braun avitum ag (manufacturer). This report has been identified as b.braun medical internal report number (B)(4). In a follow up with the facility, it was communicated that the customer's biomed technician ran two simulated therapies with no deviations to the uf result. Based on this, the technician stated that he did not think it was a machine problem. Additionally, the nurse manager communicated that no malfunctions were noted; no unusual alarms noted in documentation. The investigation into the reported event is on going at this time. A follow up report will be provided when the results of the evaluation become available.

Event description:
As reported by the user facility: event #1: customer called reporting an incident related to ultrifiltation problems with the machine. The customer has retrieved trends from 4 patient runs that have reported problems. The patients complained of cramping. Ems was not required on all 4 accounts.

Manufacturer narrative:
Exemption number e2015012. B.braun medical inc (importer) is submitting this report on behalf of b.braun avitum ag (manufacturer). This report has been identified as b.braun medical internal report number (B)(4). Correction - typographical error : change from :uf/importer report #: (B)(4).